Event description:
During baxter's functionality testing of a spectrum pump, the device was under infusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter recieved and evaluated the device. Internal evaluation of the pump found there to be no grease applied to the cam or valve and finger followers which caused significant wear to them. Cam, valve, and finger wear due to the non-application of grease is a known cause of over infusions. The failed mechanism assembly and door were replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.